Event description:
It was reported that the rep called after speaking with pt who reports that starting (B)(6) 2023 he was seeing rm05 message during ins recharging. Pt reports they were able to remove battery pack to reset and continue charging. Pt reports that the next day he saw the same message but after removing the battery pack the pt controller would not turn back on. Pt reports that they plugged the controller into the ac power cord and saw a green light at the plug-in, but that the green light was not illuminated on the controller. Pt reports that he tried this both with and without the battery pack. Pt reports that they tried aa batteries and that the screen faintly turned on, but could not see anything other than call medtronic message. Pt reports that he tried a few times over the last month to call ps but gave up after being on hold for more than 30 minutes each time. The issue was not resolved through troubleshooting. An email was sent to repair to replace the pt's controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6). UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.